Manufacturer narrative:
Citation: arai t et al. Evaluation of the learning curve for transcatheter aortic valve implantation via the transfemoral approach. Int j cardiol. 2016 jan 15;203:491-7. Doi: 10.1016/j.ijcard.2015.10.178. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve implantation (tavi) via the transfemoral approach. All data were collected from a single center between 2006 and 2013. The study population included 416 patients (predominantly male; mean age 83 years), 104 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: major stroke, major vascular complications, bleeding, permanent pacemaker implantation, second valve implantation, and aortic regurgitation. Based on the available information, the adverse events were likely attributed to medtronic product. No additional adverse patient effects were reported.